Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported that during a follow up, the CT revealed a type ib endoleak in the right distal ipsilateral leg of endurant bifurcated stent graft which was landing in the cia (common iliac artery). The cia had increased from 13mm to 22mm and so the endurant limb was noted to be now undersized. The aneurysm had also increased in diameter from 47mm (pre-op measurement) to 57mm. The patient was scheduled for intervention, however one day prior to the planed intervention, the patient presented emergently with aneurysm rupture. The patient had an emergency evar procedure. Another manufacturer¿s stent graft limbs were implanted bilaterally distally extending the endurant stent graft into the external iliac arteries. The distal type ib endoleak was resolved. There were no occlusions or endoleaks present after implantation and the procedure was completed. As per the physician, the cause of the ruptured aneurysm was due to aneurysm expansion which was caused by the type ib endoleak coming from the bifurcate. No additional clinical sequelae were reported, and the patient status is fine.